Event description:
The customer reported the system stopped working. The system began overheating and the machine shut down a few times. A pt was involved, but not injured.

Manufacturer narrative:
When the service rep arrived to the site, he found the c-arm in the beginning of boot up process. The system was rebooted normally. Suspected arching problem. The service rep regreased the hv cable and checked system operation in different modes, no problem found. System operates as intended.